Manufacturer narrative:
(B)(4).

Event description:
The customer reported that during inspection prior to use on a patient, the endobronchial tube cuff inflated asymmetrically. There was no report of patient involvement or any required intervention performed.